Event description:
It was reported that this patient's left ventricular (lv) lead had been programmed off due to no capture despite maximum device outputs in unipolar configuration and the patient was experiencing pocket stimulation. Review of the stored data identified an alert for out-of-range lv intrinsic amplitudes, noise and elevated threshold measurements. Pacing impedance measurements were jumpy, and a previous lead safety switch (lss) had occurred due to an lv pacing impedance measurement greater than 3000 ohms. A boston scientific technical services consultant noted the implanted (B)(6) device does not have the enhanced header and discussed a potential lead to device connection issue or lead fracture. A revision procedure was performed, and stable lv pacing impedance and threshold measurements were confirmed. Therefore, the physician elected to replace this device and continue to lead the current competitive lv lead implanted. This lead was interfaced to the new device and the numbers were consistent and solid. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).